Manufacturer narrative:
Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 7/18/2016, belt: 11/29/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 9:21 am. It was reported that the patient had laryngeal cancer and was bleeding from the nose and mouth. It was reported that the patient was at home when treated by the lifevest. It was reported that the patient went to the hospital and that the patient was able to walk into the hospital. The patient was admitted to the hospital at 8:55 am and then fainted. The hospital staff attempted resuscitation efforts.. Review of the download data indicates that the device detected an arrhythmia at 07:38:50 while the patient was in vt at 110 bpm on (B)(6) 2019. The lifevest delivered one treatment shock at 076:39:35 while the patient was in vt at 110 bpm. The post-shock rhythm was asystole with intermittent cardiac activity and ECG interference/disconnection. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2019 at approximately 9:21 am.